Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the customer's reported issue. External inspection of the pigtail revealed the pigtail was completely burnt. All testing was performed using a good known ac adapter as well as a good known test patient circuit. Vyaire medical installed a good known test pigtail and the ventilator passed an extended 92 hour run in test at the customer¿s settings without any unusual alarms or conditions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to vyaire medical that the ventilator was on fire and it appeared to have started at the pigtail. The ventilator was on a patient at the time of the reported issue. The patient was placed on a back up ventilator with no patient harm or injury.